Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump alarmed prime during basic occlusion test due to slightly loose drive support disk. The insulin pump was received missing end cap sticker. The insulin pump was received with cracked case at display window corners. The insulin pump was received with minor scratches on lcd window, broken battery tube threads and corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin continued to drip after the motor had stopped during manual prime. Customer reported the insulin pump alarmed a compromised force sensor system alarm. Customer's blood glucose was 125 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.